Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the trigger was partially engaged. The stapler was returned with 30 staples remaining in the cover block, indicating at least 5 staples were fired by the end user. The sample appears used as biological material was observed on the returned device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, an unformed staple fired. This was repeated two more times with the same result. The device was disassembled. It was observed that the anvil in the returned complaint sample was out of its correct position. The device was reassembled and the anvil was readjusted to the correct position. Four additional staples were fired. Of these staples, one staple misfired. To simulate skin insertion, the stapler was fired into a simulated skin pad. Two of these staples misfired. No further attempts were made at firing the device. The device was disassembled again. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. Per DHR the product visistat 35w 6/box lot # 73h2301202 was manufactured on 08/30/2023 a total of 27,000 pieces. Lot was released on 09/27/2023. DHR investigation did not show issues related to complaint. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Upon functional inspection, the stapler could not consistently fire staples properly. It was observed that the anvil in the returned complaint sample was out of position. Actions to address this issue, including a quality alert and re-training of personnel, were established as part of non-conformance, which was closed on 07-dec-2023. The sample was manufactured prior to these actions on 30-aug-2023. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: correction to section d.4. UDI was updated from (B)(4) to include the full UDI.

Event description:
It was reported "staples were found jamming during use on the patient." The pateint's current condition is reported as "fine".

Event description:
It was reported "staples were found jamming during use on the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.